Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Data analysis: data showed all 5s parameter was in specification. There was no spike or trend for placement signal during the case. Data also showed low flow occurred when pump started that triggered auto suction response & suction alarms along with ps low. All these alarms were off when pump was run on p-6 to the rest of the case. Product was not returned for review. Based on clinical description & data analysis, the root cause of optical signal issue was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant had a cp support that was ongoing when the placement signal was unreliable. The pulmonic stenosis issues did not prompt the team to explant the pump. The cp support was in for two days when then explanted. The patient survived and there was no lasting harm or injury,